Event description:
The following was reported to hamiton medical ag: while venting patient the alarm "external flow sensor failed", continued to vent for 45 secs. Rt reports a loud high-pitched sound and then the device stopped venting. No harm to patient, but patient was bagged and moved. No log files available due to usb port misaligned and the usb stick could not be inserted.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue occurred during ventilation. The patient was bagged and exchanged to another device. Nevertheless, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective pressure sensor assembly. After replacing the pressure sensor assembly (conducted by the service technician at the hospital), the device was found to be functional and was released for use. The defective pressure sensor assembly was not sent back for investigation. Neither logfiles were provided for investigation. The issue is considered a reportable event as there was a ventilation stop which could have induced an potential impact on the patient in less fortunate conditions.

Event description:
The following was reported to hamilton medical ag: while venting patient the alarm "external flow sensor failed", continued to vent for 45 secs. Rt reports a loud high pitched sound and then the device stopped venting. No harm to patient, but patient was bagged and moved. No log files available due to usb port misaligned and the usb stick could not be inserted.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamiton medical ag: while venting patient the alarm "external flow sensor failed", continued to vent for 45 secs. Rt reports a loud high ppitched sound and then the device stopped venting. No harm to patient, but pateint was bagged and moved. No log files available due to usb port misaligned and the usb stick could not be inserted.